Event description:
During a bronchoscopy procedure the cytology brush tip separated from the cytology brush. The tip was not retrieved from the pt's lung, due to the presence of cancer. No negative pt outcome was reported.